Manufacturer narrative:
Evaluation summary: repeated use causes the cable to break off.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax loaner video colonoscope ec-3890li. In the event reported, it was stated that the device has no video image. The anomaly was discovered in the procedure room before use. There was no adverse event reported with this complaint. The loaner device was returned to pentax medical service department for further evaluation on service order (B)(4) and is currently pending inspection. On 8-sep-2021, a device history record (DHR) review for model ec-3890li, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 06mar2013 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. A review of the service history indicates the device was routinely serviced at pentax . No other information provided.